Manufacturer narrative:
The device involved in this MDR is not approved the united states,; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) an ICD replacement (boston scientific) was performed on an 11 year old patient. On (B)(6) we are notified that ICD presents multiple episodes of oversensing with 3 inappropiate shocks and that reintervention is scheduled on (B)(6). On day 5 it's verified that the electrode is well screwed, parameters are correct but there is some grease/blood in the connection. It's not possible to reproduce the noise with several maneuvers. For safety reasons, cardiac surgeons decide to implant a new lead (medtronic), a new ICD (ulys vr 2240 - (B)(4)) and leave the old lead abandoned (boston).

Manufacturer narrative:
The device involved in this MDR is not approved the united states,; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report.

Event description:
On (B)(6), an ICD replacement (boston scientific) was performed on an 11 year old patient. On (B)(6) we are notified that ICD presents multiple episodes of oversensing with 3 inappropriate shocks and that reintervention is scheduled on (B)(6). On day 5 it's verified that the electrode is well screwed, parameters are correct but there is some grease/blood in the connection. It's not possible to reproduce the noise with several maneuvers. For safety reasons, cardiac surgeons decide to implant a new lead (medtronic), a new ICD (ulys vr 2240 - 210dq047) and leave the old lead abandoned (boston).